Event description:
Related manufacturer report number: MDR-2023-25504. It was reported that episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. No intervention was performed and the patient was stable and will continue to be monitored.